Manufacturer narrative:
Stryker replaced the device's charge-pak (electrodes and battery) to resolve the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The root cause of the issue was faulty charge-pak.

Event description:
The customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.